Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient placed on impella cp support to correct shunt placement and potentially bridge to surgical repair. The impella was placed per the instructions for use in the right femoral artery and turned on to p7. The patient was hypertensive on arrival to the intensive care unit, and the pump position was confirmed. The patent had high ptt, act, and bleeding noted. Protamine was reversed and heparin was started. The patient had recurrent suction alarms, despite support being at p2. Position of pump confirmed on echocardiogram, confirmed to have no kinks, thrombus, or biomaterial. The pump had an impella in aorta alarms, despite confirming proper placement. Blood volume was given, introducer flushed, and pump was repositioned, but the pump flow issue was not resolved. A clot was suspected in the inflow. Suction alarms reported were possibly due to ventricular tachycardia issues, which resolved with medication. Found to have been put on double concentrated dobutamine and suspected to be the cause of the arrhythmia. Hemoglobin dropped so heparin was stopped and the patient was taken for cat scan, finding bladder perforation. Stroke code was also called after change in neurological status.

Manufacturer narrative:
Corrections to the initial MFR report: h6 med dev prob code a1080104 added.